Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-04. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Visual and microscopic inspection revealed the catheter tip was split in two locations. The reported defect was confirmed. Upon comparison with a representative sample, it was identified that no signs of a bevel were found on the returned unit. The bevel is created during the tipping process to reduce the forces required during insertion of the catheter. As the bevel wasn¿t identified, it is likely that the difficult insertion occurred because of the bevel not being formed properly. The splitting or damage to the tip would then be a result of the tip not being formed correctly either due to damage that was created during manufacturing and exacerbated during venipuncture or created during venipuncture. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had split apart during use. The following information was provided by the initial reporter: "the rn removed it and found the catheter had a rip in it."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had split apart during use. The following information was provided by the initial reporter: "the rn removed it and found the catheter had a rip in it."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.